Event description:
The pump was returned for investigation. Investigation revealed a cracked solder connection on a force sensor pin. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/05/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings: during investigation, a review of the black box showed loss of primes with both zero and non-zero force. The pump was opened and evaluation revealed a cracked solder connection on one of the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.